Event description:
It was reported that during a colon resection procedure, the device would not open. They had to cut the device off the tissue. No other information is available.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.